Event description:
It was reported that a xience xpedition stent was implanted in the distal circumflex artery and there was a compromised (occluded) small side branch artery found. Low pressure balloon inflations were done as treatment, resolving the event. Repeat angiography demonstrated no dissections. Post-procedure, cardiac enzymes were noted to be elevated. There was no angina, no myocardial infarction and no treatment reported. Enzymes normalized on (B)(6) 2013 and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). Lab tests: (B)(6) 2013 (20:07): ck-mb=20.5 ng/ml, normal upper limit 3.6; (B)(6) 2013 (08:10): troponin I=0.012 ng/ml, upper reference limit 0.035; (B)(6) 2013: ck=347 u/l, normal upper limit 192; (B)(6) 2013: ck-mb=17.1 ng/ml, normal upper limit 3.6; (B)(6) 2013: troponin I=20.7 ng/ml, upper reference limit 0.10. Concomitant products: dilatation catheter: quantum 2.25x12, sprinter 2.5x12. Other: aspirin, clopidogrel. There was no reported device malfunction and the product was not returned. The reported patient effect of occlusion, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.